Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field: h6 (component codes).

Manufacturer narrative:
Updated fields - b4, d4(serial number), d9, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11 corrected fields - e2, h6(medical device ¿ problem code) no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Ref complaint: (B)(4).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon therapy, a fiber-optic sensor failure occurred on a cardiosave unit during use. Troubleshooting assistance was provided but was unsuccessful. The fiber-optic cable was then coiled, secured, and labeled. No patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, e1(event site state), g3, g6, h2, h11. Corrected field: d4 (serial) field should be left blank. Kindly revert.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (investigation conclusions).